Manufacturer narrative:
Healing cap broke. Fragment of healing cap could not be removed from dental implant. The implant needed to be explanted. No product problem detected. Collateral damage. Dentist should dentist should have consulted IFU instruction for use to prevent this from happen.

Event description:
Healing cap broke. Fragment of healing cap could not be removed from dental implant. The implant needed to be explanted.